Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 430 mg/dl and 77 mg/dl. Customer stated that he felt low blood glucose symptoms with reading of 430 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips. Replacement was sent.